Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they are getting message: setting not available. Cannot provide your desired intensity setting on the controller, couple of days ago. Caller reports they are able to decrease stimulation, but not increase. Caller reports their ins is 25% charged and controller is 50% charged. Patient stated they have not changed anything since they used the device last. Agent asked patient if they had any falls, trauma or medical procedure done. Patient reported they had ankle surgery on (B)(6) 2025. Patient reports they had their stimulation turned on during the ankle surgery but did turned it off for MRI. Patient said they did not use the stimulator for a couple months, probably march and most of april. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.